Event description:
Customer experiencing hypoglycemia with seizures and inability to respond. Family member of customer conducted a blood glucose test that yeilded a result of 100. Paramedics were contacted and received a reading of 42-50 mg/dl (exact level unknown). Dextrose was administered to the customer and customer regained consciousness. Upon arrival at the emergency room, customer received a reading of 185 mg/dl with an unspecified meter. Pt was admitted to the hosp. Testing was conducted on fingers.